Manufacturer narrative:
Patient identifier and weight not provided. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A serial read out of the pump memory as well as the s5 roller pump were requested and returned to livanova (B)(4) for further investigation. During the visual inspection, the functional testing and the hardware analysis of the pump the reported issue could not be reproduced. Only the read out analysis confirmed that the user has not acted correctly as described in our instruction for use (IFU). Therefore as root cause of the reported issue a user error could be identified. A review of the DHR did not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that the s5 roller pump stopped because of a alarm during procedure. The customer reported that they were not able to restart the pump. Therefore the pump was replaced to finish the surgery successfully. There was no report of patient injury.